Manufacturer narrative:
Follow-up # 2 ¿ (08/27/2014). The patient¿s meter has been returned on 8/1/2014 and evaluated by lifescan product analysis on 8/16/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged inaccuracy began on (B)(6) 2014 between ¿11:00 a. M. - 1:00 p.m.¿ at 12:00 p. M., that same day, the patient obtained a blood glucose reading of ¿5.4 mmol/l¿ with the subject meter and ¿3.1 mmol/l¿ with another device (unknown type), performed within 30 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%.the patient manages his diabetes with insulin (levemir, novorapid; self-adjuster) and denied taking any action in regards to his normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. On (B)(6) 2014 at 2:00 p. M., the patient stated he developed symptoms of ¿weak, shaky, and sweaty¿. The patient tested his blood glucose at the time and obtained a reading of ¿5.4 mmol/l¿ with the subject meter. At 2:05 p. M. The patient self-treated with juice in response to the symptoms and confirmed he began to feel better, 10 minutes afterwards. At the time of the follow-up call the patient stated that he tests his blood glucose 6 times a day and that his normal/typical blood glucose readings range from ¿12.0-14.0 mmol/l¿ in the morning, ¿5.0-8.0 mmol/l¿ in the afternoon and evening, and ¿12.0-14.0 mmol/l¿ at bedtime. The patient claimed that the last time he tested his blood glucose, prior to the onset of symptoms, was earlier that morning and he obtained a blood glucose reading of ¿20.1 mmol/l¿ with the subject meter. The patient stated he took his usual dose of insulin (levemir, 17 units; novorapid, 17 units) in response to this blood glucose reading he obtained at the time. The patient stated he developed the symptoms about ¿4-5 hours¿ after taking the insulin. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (8/7/2014) - device evaluation: the test strips involved with this complaint were returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips have passed all testing with no faults found. The complaint could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.